Event description:
The advancer appeared to be binding on the guide wire while attempting to remove the guide wire from the pt following treatment. It became apparent that the guide wire had fractured.